Event description:
It was reported that prior to an unknown procedure it was noticed that the package was damaged. The clear plastic of the package had a hole in it compromising the sterility of the device. The device had no patient involvement. The case was completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.